Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in hospital after receiving vibratory alert for eri. Premature depletion was suspected. The device was explanted and replaced. No further information is available.